Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the type of procedure was a functional endoscopic sinus surgery (fess)procedure and the site experienced less than 1-hour delay.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the tool was damaged. The curved suction will not verify returning a divot error. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively. It was reported that the non-invasive-patient tracker (nipt) was tapped down to avoid it moving. The location was also marked to verify that it did not move. The nipt showed close to centered relative to the side emitter. The interference before trays and instruments was at 0.37 mm and once everything in place around 0.65 mm. 0.7mm registration was achieved with trace + 1 touch point on tip of the nose. The green area was large and covered almost all of the patient's anatomy. The surgeon verified accuracy after registration. The surgeon attempted to verify both curved suction and failed to verify after multiple attempts and moving the instrument around. The instrument tracker showed on the tracking details. The site used a standard tip, medium size malleable suction to navigate. The surgeon expressed that navigation was inaccurate. Zoomed in on the stealth screen and navigated using malleable suction. The cross hair was off the patient's anatomy. The medtronic representative (mr) checked tracking details and metal interference was showing ~0.65 mm. The site went back to registration step and cleared touch point on tip of the nose. They re-registered the point, but registration got worse to 3.0mm with a very small yellow area. The site cleared that registration and tried twice more without success improving accuracy. They cleared touch point and the surgeon added small trace registration. Registration was at 1.0 mm. The surgeon verified accuracy again and continued to navigate. While navigating after the second registration, the surgeon doubted the accuracy a couple times but when zoomed in, the mr thought it was good. The surgery was completed with navigation and there was no impact on patient outcome.